Manufacturer narrative:
Laboratory analysis summary the device related to the reported events rupture, cyst, local reaction and capsular contracture was received on february 13, 2025 with lot number 111652. Based on the product analysis performed, the assessments of the complaints are: rupture: observed a broken assessed as fold flaw opening and observed missing shell assessed as inconclusive. Capsular contracture: unable to observe as it is not related to the manufacturing process. Cyst: unable to observe as it is not related to the manufacturing process. Local reaction: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture and cyst (not device-related) confirmed via ultrasound. Healthcare professional further reported "pain, capsular contracture grade 3", "pathology report had a diagnosis of left breast capsulectomy with synovial metaplasia, transmural fibrosis, and non-specific chronic inflammatory signs". The device has been explanted and replaced.

Event description:
Healthcare professional reported left side rupture and cyst diagnosed by ultrasound. Later reported "breast capsulectomies with synovial metaplasia, transmural fibrosis, and non-specific chronic inflammatory signs¿ via pathology report and capsular contracture baker grade iii. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6, h11. Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ local reaction: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ cyst(s): unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side rupture and cyst, which is not device-related. Device remains implanted.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, b6, d.6b, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification to h6 (investigation findings, investigation conclusions): device photos were received and are under investigation.

Event description:
Healthcare professional reported "pain, capsular contracture grade 3", "pathology report had a diagnosis of left breast capsulectomy with synovial metaplasia, transmural fibrosis, and non-specific chronic inflammatory signs". The device has been explanted and replaced.